Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on september 16, 2021 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The customer reported that the lcd screen of the autopulse platform s/n (B)(4) was sometimes dark, and sometimes it was flickering. Only in the presence of enough light, the lcd screen will become readable. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.

Event description:
During shift check, the customer noted that the lcd screen of the autopulse platform (s/n (B)(6)) was sometimes dark and sometimes flickering. Only in the presence of enough light, the lcd screen would become readable. No patient involvement.

Manufacturer narrative:
The reported complaint that "the lcd screen of the autopulse platform (s/n (B)(6)) was sometimes dark and sometimes flickering" was confirmed during functional testing. The root cause of the reported complaint was the defective processor board, likely attributed to the aging of the device. The autopulse platform was manufactured in november 2015 and is almost 6 years old, has exceeded its expected service life of 5 years. Visual inspection of the returned autopulse platform revealed no physical damage. The archive data review showed no significant discrepancies. The autopulse platform passed the initial functional test without any fault or error. A load characterization check was performed and verified that both load cells were functioning within the specification. During further functional testing, it was noted that the backlight of the display flickered briefly when the autopulse was powered on, and it went dark afterward. Troubleshooting the problem revealed that the processor board was defective, and it was replaced to remedy the lcd backlight issue. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. User handling/neglect cannot be ruled out as there is no documented report showing that annual preventative maintenance (pm) was performed since 2015 when the device was acquired by the customer. The impact of the sticky clutch was not severe enough to make the platform non-functional. The issue was resolved by deburring the clutch plate. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).